Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Device was returned, and a visual inspection did not identify any anomalies. Device passed all functional testing. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13421. Related manufacturer reference number: 1627487-2019-13422. It was reported that the patient had a pustule over her central spine, the patient was then started on antibiotics. The patient was admitted to the hospital wound care facility where the pustule was incised which compromised the leads. As a result, the patient¿s entire scs system was explanted.

Event description:
It was reported that the patient¿s pustule has cleared.